Manufacturer narrative:
Updated sections: d4, g6, h2, h3, h4, h6, and h11. Visual inspection of the unit under test (uut) found no visible defects, damage or contamination. When the device was powered on, the charge status led illuminated red and remained in that state for over 10 minutes, suggesting that the internal battery was unable to accept a charge. Upon inspecting the internal battery, it was noted that the fuse was intact; however, both cells were found to be depleted. Subsequently, a known functional internal battery was installed for testing, and the uut was confirmed to operate within specifications. The unit was found to have a failed internal battery.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that the device will not run on internal battery. Complainant indicated that there was no patient involvement in the reported issue.